Event description:
Patient was having gastrostomy tube placement under moderate conscious sedation. A 14 french g-tube was placed in the lumen of the stomach, guided by us and fluoro. No complications were noted. The patient returned approximately 9 months later with acute abdominal pain; imaging showed a foreign object near stomach along with free air. A diagnostic laparoscopy was performed to remove the object, which appears to be an internal portion of the dilator used during the gastrostomy tube placement. The patient underwent an uneventful post-op course with return of normal bowel and bladder function.